Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a health care professional from (B)(6) of fever and peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services the following was reported. On an unreported date, the patient was hospitalized for an unknown indication. On (B)(4) 2012, the patient experienced fever and peritonitis manifested by abdominal pain and cloudy effluent. The hospitalization was prolonged due to peritonitis. The cause of peritonitis was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported. Per the reporter, this event was not related to baxter products.

Manufacturer narrative:
(B)(4). Additional information recevied from a heathcare professional: the reporter clarified that on an unreported date, during the treatment, the catheter was obstructed and on 05dec2012, the patient was reoperated. Further clarified that on (B)(6) 2012, the patient was discharged from the hospital. The reporter also confirmed the event peritonitis manifested by fever. The patient recovered from this peritonitis event.